Event description:
It was reported that the cartridge was leaking from the o-ring. The customers blood glucose level was 342 mg/dl. The issue was resolved by replacing the cartridge, allowing the customer to resume insulin therapy successfully.